Manufacturer narrative:
A1: (B)(6); b4: 30-aug-2021; g3: 30-aug-2021; g6: follow-up #1; h2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device. Investigation findings: 213 - no device problem found. Investigation conclusions: 4310 - caused traced to non-device related factors. H10: it was reported that a two-level patient was revised at one level post trauma. The radiographs reviewed noted that the disc appears to have subsided into the inferior vertebral body. At the superior level there is a posterior bulging of the tissue and the axial CT shows minimal protrusion of the implant into the spinal canal. There does not appear to be any encroachment of the spinal cord. The inferior disc replacement appears unchanged. No microbiology or pathology reports were provided. The device did not fail mechanically. The patient suffered a traumatic fall which lead to a vertebral fracture. While the surgeon speculated that this may have also resulted in some damage to the device, without destructive inspection of the fiber and core, this was not possible to determine. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. In summary, the device was explanted, based on the limited information provided, it was not possible to determine the sequelae or the root cause of the complaint. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This was a two-level implantation, only one device was removed. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a two-level patient suffered acute trauma. The patient fell forward and hit his head on a step. Only one device was removed. There was no device malfunction.